Event description:
Vitamin solution set for infusion on side "b" at rate of 20 ml/hr, 171 ml to be infused. When closed and locked, the door broke at the cam lock rotation point, releasing controlling pressure on the pumping mechanism. The solution was rapidly infused above the selected rate.